Event description:
It was reported that while using 2 bd bbl¿ trypticase¿ soy broth missing label information was observed by the laboratory personnel. There was no indication of improper use and no report of patient impact.

Manufacturer narrative:
Investigation summary: material 221715 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0281025 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed and there are no other complaints on this batch. Retention samples from batch 0281025 (10 tubes) were available for inspection. All retention tubes possessed a single, properly affixed label. The labeling process for material 221715 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, affixed to the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 0281025 shows there was no excess of tube labels after manufacturing to support the incidence of missing tube labels. No photos or returns were received to assist with the investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for labeling.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 2 bd bbl¿ trypticase¿ soy broth missing label information was observed by the laboratory personnel. There was no indication of improper use and no report of patient impact.